Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on metal surface; the outer flow tubing exhibits mild contamination, likely biologic; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure at 342,378 joules and 37 minutes of use; first fiber issue of "fiber turning in its shelf" was noted. The fiber was exchanged and second fiber issue of "fiber turning in its shelf" at 459,174 joules and 52.15 mins of use was noted. The procedure was completed using third fiber. Patient outcome: "no injury" to the patient was reported. This report is for second fiber.